Manufacturer narrative:
Since there is no allegation against lead, this is no longer reportable.

Event description:
Related manufacturer reference number 1627487-2020-22611. Additional information received indicated that there is no allegation against the leads or ipg. No surgical intervention performed on the leads or ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-22136, 1627487-2020-22138, 1627487-2020-22139. It was reported that patient experienced shocking sensation and tightness from the extension site. As a result, surgical intervention may be pending to address the issue.